Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels that ranged from 57-76 mg/dl. The cause of the low bg was unknown. The customer required assistance from spouse to treat low bg. The customer consumed carbohydrates to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.